Manufacturer narrative:
Lot number was not available at the time of filing. Manufacture date was not available at the time of filing. No parts have been received by the manufacturer for evaluation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an instrument being used with a navigation system. It was reported outside of a procedure that a tracker instrument was defective. No further information was available. There was no patient present.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The tracker was loose.

Manufacturer narrative:
The fighter was returned to the manufacturer for analysis. Analysis found that the attachments screw was missing. Otherwise, with markers attached and fully seated, the fighter returned a good geometry error and tracked without issue. Analysis found that the reported event was related to a mechanical issue. If information is provided in the future, a supplemental report will be issued.